Event description:
It was reported that the system 8800 would not fully initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated but it was found that certain files could not be retrieved from the hard drive. The drive was replaced and the system cal files and other software was reloaded. The system was tested and found to be working as intended and place back into service.